Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the suture sleeve was too rigid which resulted in difficulty sliding along the lead body. The lead was not used, and a new lead was implanted. There were no patient consequences.